Manufacturer narrative:
Device evaluation: the returned devices match the information in the complaint file and were examined. Visual inspection revealed that the tips of both final drivers were deformed/rounded down. Root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left highridge medical¿s control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that a warehouse found two sequoia drivers with deformed tips during inspection after they were returned from a hospital. The hospital did not provide any patient or surgical information. This is report one of two for this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.reference report 3012447612-2023-00050.

Event description:
It was reported that a warehouse found two sequoia drivers with deformed tips during inspection after they were returned from a hospital. The hospital did not provide any patient or surgical information. This is report one of two for this event.